Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool accidentally cut saphenous vein during harvest. The jaws were open during procedure and cut vein in half. Hospital continued harvest and completed case. The patient condition is fine and the hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: outcome attributed to ae. Corrected section from "required intervention" to "other". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool accidentally cut saphenous vein during harvest. The jaws were open during procedure and cut vein in half. Hospital continued harvest and completed case. The patient condition is fine and the hospital did not report any patient effects.